Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: bd received samples and photos by the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos and samples the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Further investigation activities have been conducted through a CAPA # (B)(4). And the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA # (B)(4) was conducted to document further investigation and root cause analysis relating to this issue.

Event description:
It was reported that there were 34 occurrences of tubes collapsed with bd vacutainer® z (no additive) plus urine tube. The following information was provided by the initial reporter: collapsed tubes in 2 trays noted by warehouse staff on delivery of tubes.